Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient may have their ipg replaced. It is unknown at this time the reason for the procedure.